Event description:
It was reported by the rep that the device was used during a laparoscopic hernia repair. It was reported that the seal of a 355sd was torn during the case. The trocar was replaced and the case was completed. There was no consequence to the pt.

Manufacturer narrative:
Endopath dilating tip trocar-based upon inquiry information received and visual examination, the reported event was confirmed. One sleeve was received with the outer gasket torn. No obturator was received. No conclusion could be reached as to how this occurred.